Manufacturer narrative:
Image analysis: one video showing procedural images was provided for review. The video shows the screen in the cath lab, and the deployment of the stent. The stent firstly deployed on the distal and proximal ends; this is the expected deployment for a stent. The mid portion of the stent did not initially expand but as pressure was applied to the system the mid portion of the stent is expanded. The stent profile appeared irregular when the stent was fully expanded. The profile of the stent suggests that the target vessel was fibrotic or calcified and was preventing the concentric expansion of the stent. No images were provided of the vessel prior to the stent deployment. Therefore, the morphology of the vessel cannot be confirmed. Additional information: issues were noted during device inflation. The device did not pass through a previously deployed stent. The device was kept straight and the handle fixed during attempted deployment. It was detailed that the stent deployed from the proximal and distal end first but did not deploy from the mid portion upon initial deployment. The device was not removed from the patient. The stent needed to be post-dilated and was fully apposed after multiple post dilations. Sections b.1., b.2. And h.1. Updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of one resolute integrity coronary drug eluting stent, the stent was successfully deployed at both the proximal and distal ends at nominal pressure (np), but the middle section did not deploy. The device was being used to treat a non-tortuous, non-calcified lesion with 80-90% stenosis, in the proximal/mid left anterior descending (lad) artery. The device was inspected, and negative prep was performed prior to use with no issues. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.